Event description:
My son came home from school and work that night saying that his eye was hurting him. The eye was very red. He took out his contacts and did not wear them for 3-4 days. I received FDA alerts and saw that complete moisture plus had been recalled. I have three bottles of amo complete moisture plus left, but will not use them. The eye infection has cleared up but eye still burns. I will be taking him to his optometrist this week to make sure everything is okay. Thank you. Theresa w. Bryant. Dates of use: 2007.